Event description:
A surgeon reported a pt who experienced a vascular occlusion following intraocular lens (iol) implant surgery. The pt had a history of right carotid artery plaque (pre-existing). The patient's visual acuity postoperatively was finger counting. No further info is expected.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. No further info is expected. The medical device report was initially filed under an incorrect manufacturing site, 1119421-2010-1205. Please delete MFR report # 1119421-2010-01205. (B)(4).